Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing conducted at the manufacturer facility, the foot of the duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, as there was no associated procedure.

Event description:
It was reported that black fluid was leaking out of the duraguard during a surgical procedure and got into the surgical site. The site was flushed using a saline solution. The procedure was completed successfully using back-up equipment without a clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. The additional information of a bent foot of the duraguard was received regarding the reported event. Device evaluation is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, the foot of the duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, as there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event leaking was confirmed, and the substance was determined to be a mixture of substances not used in duraguard attachments. The event of the bent duraguard was confirmed as well, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.